Manufacturer narrative:
Results: the embolization coil detached from the ruby coil pusher assembly, had the proximal constraint sphere intact, and was stretched. The outer diameter (od) of the proximal constraint sphere was measured and found to be within specification. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The od of the proximal constraint sphere was within specification. Since the lantern and ruby coil pusher assembly were not returned for evaluation, the root cause of the unintentional detachment could not be determined. Further evaluation revealed the embolization coil was stretched. This damage may have occurred due to forceful retraction of the ruby coil against resistance. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel using a lantern delivery microcatheter (lantern). However, the coil was too large and was not seating well in the target vessel. Therefore, the physician attempted to retract the ruby coil. However, it unintentionally detached within the lantern. The lantern was removed with the ruby coil inside and the coil was then flushed out of the lantern, intact. The procedure was successfully completed using additional coils and the same lantern. It should be noted that the physician flushed the lantern prior to introducing each coil but did not used a rotating hemostasis valve (rhv). There was no report of an adverse effect on the patient.